Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was in use from (B)(6) 2016 to (B)(6) 2016 (94 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected pump was returned to the manufacturer for evaluation. A preliminary visual inspection of the blood pump indicates a suspected defect of the airside layer of the triple layer membrane of the blood pump. Detailed evaluation is currently ongoing.

Event description:
The clinic informed the manufacturer, (B)(4) that a reduced pump function was observed in the right blood pump of a patient supported in bivad configuration. The clinic suspected a defect of one layer of the triple-layer membrane of the blood pump. Trained personnel at the clinic replaced the affected blood pump. There was no harm to the patient, and the patient tolerated the exchange with no untoward effect. The patient is currently doing well.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). During initial inspection, an air cushion was detected between the membrane interstices of the returned excor blood pump, indicative of a defective airside layer of the triple layer membrane. Additionally, graphite agglomerates were detected in the interstices between the membranes. For further evaluation of the membranes, the pump was disassembled and tested for leakages. Bubble point testing revealed a leak on the airside layer of the triple layer membrane along the rolling radius of the stabilization ring. The cause of the defect of the airside layer of the triple layer membrane was most likely the diminished graphite coating. Graphite particles that formed due to the abrasion between the layers and the stabilization ring caused increased friction at some points which finally led to the defect in the airside membrane layers. As a result of this defect, air got in between the membrane layers and formed an air cushion, which reduced the pump performance (incomplete filling and emptying).